Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was found by his co-workers passed out under his car. When the patient was found, his cgm was reading 90 mg/dl, no bg meter reading was taken at this time as his bg meter was showing an unspecified error. The patient had been experiencing some confusion earlier in the day, but trusted his cgm reading, which showed he was within ¿normal range¿. The patient was not provided with any medication but was able to be awoken by his co-workers. It was estimated the patient has been unconsciousness for about 1.5 hours prior to being found. The patient declined ems being called. The patient self-treated (after waking up) by drinking a 20-ounce coke. The patient was ¿okay and feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.